Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed compromised force sensor system. It was also mentioned that the drive support cap was loose. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform compromised force sensor system test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. However, moisture damage found on the electronics, motor, battery tube and vibrator assembly noted.